Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/10/2025 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - were there patient consequences? If yes, please explain. - lot number? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). All information I have gotten from these I have submitted. Dr. Sj is the one who is reporting along with his staff depending on who is in the room. I have sent packages back of what I have so as far as the lot number it should be on the packages I¿m sending in with the needles. Please let me know what you find. I need answers for my customer as to why this is happening. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle inside the wining former and one paper lid were received for analysis. The visual assessment of the needle noted that the swage and attachment area was observed to be as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2025 and barbed suture was used. It was reported that the surgeon was closing the subcutaneous layer of tissue and one needle popped off easily as he was suturing. He had already done his back passes so no additional intervention was needed. Product returning. There were no patient consequences reported. Additional information was requested.